Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Visual inspection found a split downstream occlusion sensor button/seal. Functional testing was performed, and the reported issue was not duplicated. The cause of the reported bolus connector issue was unknown. The downstream occlusion sensor seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's was bolus connector out of service. During physical inspection, it was found that there was a split downstream occlusion sensor button. There was unknown patient involvement, no patient injury was reported.